Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01; serial number: n/a; batch/ lot number: 1000303447; model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the physician oversized the implant cylinders. This caused the cylinders to be buckled and not seating fully, making it difficult to inflate. The 18 cm preconnected cylinders were removed and replaced with a pair of 15 cm preconnected cylinders and connected to the original reservoir. There were no further patient complications. The device was fully functioning.